Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the lens was damaged by the company handpiece injector. The crack on the lens was located at the exact spot where the injector met the iol. It was also stated that the crack was observed after implantation. Surgeon determined that the crack was not big enough to affect the patient's visual field. Risk of removal outweighed benefit. The procedure was completed on the same day. Additional information has been requested, yet no new information received.